Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC peel away the sheath in a 4fr single lumen power PICC did not crack at the valve. Dr. Cut the valve carefully with scissors. No patient harm. No other information was provided.

Event description:
It was reported that the PICC peel away the sheath in a 4fr single lumen power PICC did not crack at the valve. Dr. Cut the valve carefully with scissors. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel of a microintroducer sheath is confirmed and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned microintroducer sheath. The microintroducer sheath was returned peeled apart. It was observed that an orange ring remained along the bard side of the returned microintroducer sheath. A microscopic observation revealed a red ring attached to one tab of the peeled sheath. Some plastic deformation was observed throughout the orange, plastic pull tabs. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.